Event description:
A cartridge alarm was reported by the customer, and it was confirmed that alarms occurred with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was provided with a replacement pump. The customer was instructed to place the original pump into storage mode and return it within ten days using the provided return box and pre-paid label to avoid charges. Customer was also informed about programming their settings and connecting their cgm to the new pump.